Event description:
Dealer reports the box was just opened and the seat upholstery is not sitting properly on the seat rail. The back guide rail is holding the fabric properly, but the front is not. The fabric does not go across the device, and the left caster is about 1 to 1.25 inches off the ground as well.